Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer changed out the infusion set to address occlusion. Customer reported blood glucose to be within 54-500 mg/dl. Customer reverted to using manual injections for insulin therapy. Upon follow up, customer reportedly resumed pump therapy.